Event description:
It was reported that, during the revision of the implantable cardiac defibrillator (ICD) for normal battery depletion, the insulation of the lead was "not normal." The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) outer tubing overlay melted; full lead analyzed.